Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the products and the reported information. In this scenario, the treatment table that the patient lies on was fully extended so that the high-density (metal) parts of the table were in the beam path. When a patient is treated with the treatment table in this position, the dose attenuation would result in an underdose that is possible to compensate for. Elekta provides information to the customer on avoiding this scenario, as follows: a light field is provided, on the linear accelerator to simulate the treatment field (size and dimensions), to enable the user to view the path of the radiation beam and ensure unexpected items in its path are removed during patient setup. Multiple treatment tabletop extensions are available, increasing the tabletop length to accommodate different patient characteristics and treatment techniques (i.e. It is a possibility that a longer extension may have enabled the patient to be positioned differently and reduced the need for significant table travel that positioned the metal part of the table inside the treatment field). Verification cbct imaging prior to the patient treatment may have indicated an item in the beam path prior to commencing treatment, enabling the user to reposition the patient appropriately. The instructions for use contain warnings: versahd, synergy, infinity - clinical instructions for use volume 1 (integrity) - 1550343_03 warning 6.31 do not start a treatment unless you do a visual check of the geometric positions of the linear accelerator. Do the check independently of the displayed information to make sure that the displayed system positions are correct. If you ignore this warning, you can cause fatal injury and clinical mistreatment. The clinical training provided by elekta covers this scenario to make sure that clinical users avoid mistreatment. The training covers, among other items, "the table limitations and where the users cannot treat through the table." Elekta performed a risk assessment and assessed the severity to be "non-serious" and probability to be "implausible" if this were to re-occur. The risk assessment concluded that the risk is considered low.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that dose may not have been calculated properly when treating on a fully extended table.